Manufacturer narrative:
As received, only the distal portion of the lead was returned. Visual inspection of the lead found internal abrasion breaching the ethylene tetrafluoroethylene (etfe) coating of the right electrode cable under the right ventricular shock coil. The cause of the reported event was isolated to internal abrasion of the right ventricular shock coil to the right electrode cable. All other damage noted is consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of oversensing was noted on the right ventricular (rv) lead. Insulation damage was suspected but was not confirmed. A revision procedure is anticipated but not yet scheduled. No intervention was performed and the patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information was received indicating that the rv lead was explanted.

Manufacturer narrative:
Additional information: b5, d7.

Event description:
Additional information was received indicating that the rv lead was successfully replaced. The patient was stable follow the procedure.